Event description:
The customer reported that her doctor informed her to call us if her insulin pump has cracks. The customer stated that her device has two cracks and she has dropped and bumped the device occasionally. The blood glucose was 142mg/dl. No further information was provided.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No button anomalies were noted. Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).